Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 5-10 histoacryl packs. On the same day, in the endoscopy department, the ampoules appeared to be melted/hardened and the glue had dried inside them. It was noted upon opening the packs; the products were not used due to this malfunction. Additional information was not available. This refers to the tenth pack. Associated medwatches: 3003639970-2019-00260, 3003639970-2019-00261, 3003639970-2019-00262, 3003639970-2019-00263, 3003639970-2019-00264, 3003639970-2019-00265, 3003639970-2019-00266, 3003639970-2019-00267, 3003639970-2019-00268.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Correction: this is one complaint- additional MDR's had been created. This one MDR reflects the follow up information received for all created MDR's within this complaint. The associated medwatches are as follows: 3003639970-2019-00260-00260, 3003639970-2019-00260-00261, 3003639970-2019-00260-00262, 3003639970-2019-00260-00263, 3003639970-2019-00260-00264, 3003639970-2019-00260-00265, 3003639970-2019-00260-00266, 3003639970-2019-00260-00267, and 3003639970-2019-00260-00268. Investigation: samples received: none. Analysis and results: there are four previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. This product expired on 2019-01-31 and the complaint was created and received after the expiry date - 6 months after the date of occurrence (2018-08-18). Nevertheless, taking into account that there are previous complaints of the same code-batch in which the ampoules received were optically evaluated and a defect in the sealing bar of the ampoules was found, we consider that the complaint is confirmed. The leakage of the glue probably occurred at this point. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Please note that temperature and humidity conditions affect the product. Histoacryl should be stored below 22ºc at all times. Conclusion: taking into account that there are previous complaints that the results of the samples received did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.